Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-aug-08. It was reported that the etiology indicated the event was not related to the implant procedure.

Manufacturer narrative:
Continuation of medical devices: product ID 8784, serial# (B)(4), product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 18-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2018 regarding a patient receiving unknown baclofen and hydromorphone (doses and concentrations unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the physician documented increased pain and signs of withdrawal on (B)(6) 2018. A pump/catheter check was done surgically on (B)(6) 2018, and the surgery report stated "the catheter is intact although slightly sluggish with its tip intrathecal at t8-9 with no evidence of a leak." It was noted that the lead/catheter was explanted/replaced and the pump was repositioned on (B)(6) 2018. The event was resolved without sequelae on that date. The device diagnosis was pump underinfusion. The etiology indicated the event was possibly related to the device or therapy and was possibly related to the implant procedure. It was indicated that the entire catheter was involved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving morphine 30 mg/ml for a total dose of 4.991 mg/day and unknown baclofen 3.3 mg/ml for a total dose of 0.5491 mg/day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study indicated the exact cause of the pump under-infusion and sluggish catheter was not determined. The patient's weight was (B)(6). No further complications were reported.